Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was found to be blank. The device's lcd screen was replaced to address the issue.

Manufacturer narrative:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was found to be blank. The device's lcd screen was replaced to address the issue. The device trilogy system board(sb) pca was returned to the manufacturer's quality product investigation laboratory for investigation. The device's downloaded logs were reviewed by the manufacturer. Three errors was logged. Investigation was not able to confirm the complaint of the trilogy system board(sb) pca. The components were installed on a standard test bed (stb) and run. No unexpected errors were generated. No problems arose while testing or run in. It was concluded that the sb and lcd operates without issue. Section d8, d9, h2, h3 and h6 has been updated.